Event description:
New information notes that the lead was explanted on (B)(6) 2013.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The returned connector portion exhibited an insulation abrasion which exposed the outer coil at 11.4 cm to 11.9 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.

Event description:
It was reported that the atrial lead exhibited a fracture and noise. A lead revision would be planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.